Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. It is important to note that the device was returned physically damaged to the point where it was deemed unrepairable and we would not certify for clinical use. The device was returned to the customer labeled "not for clinical use". No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down several times. Complainant indicated that the clinician was able to continue using the device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.